Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 53 mg/dl. Customer was treated with intravenous drip and tube of glucose. Customer had blood glucose level of 236 mg/dl. Customer stated that the blood glucose was taken at emergency room over 400 but it was inaccurate due to glucose on the hands blood glucose was really 70. Customer was alleging insulin pump for under delivering because customer did bolus and it delivered too much insulin. Customer was using auto mode. The insulin pump will not be returned for analysis.